Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was short of breath when getting into his bed. It was noted that this patient is completely dependent due to an av node ablation. The caller was inquiring about programming options for this patient. A review of the device data identified an episode of oversensing which resulted in greater than two seconds of asystole for this patient. The respiratory rate trend (rrt) was programmed off. No additional adverse patient effects were reported.